Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. It was noted there were intermittent atrial undersensed beats during atrial tachycardia/atrial fibrillation episodes and non-sustained ventricular tachycardia (vt) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.